Event description:
Pt with history of CABG and previous angioplasty and stenting, presented to cath lab with non-stemi. He was found to have some occluded grafts so the cardiologist did angioplasty stenting of the left main and proximal circumflex. During the process, the boston scientific choice guide wire fractured while attempting to remove it from this highly calcified area of the distal circumflex. Unable to retrieve the tip so it was left in situ.